Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable. Device model, lot, expiration date, and di# unavailable. Device manufacture date unavailable. özkartal, tardu, et al. ¿new onset of phrenic nerve palsy after laser-assisted transvenous lead extraction: a single-centre experience.¿ ep europace, 2018, doi:10.1093/europace/euy044.

Event description:
This event is documented as part of a literature review completed by clinical department at spectranetics (spnc). Spnc was made aware of this information on 16 august 2018. The attached february 2018 article from the european society of cardiology, entitled "new onset of phrenic nerve palsy after laser-assisted transvenous lead extraction: a single-centre experience", documented a new onset of phrenic nerve palsy (pnp) after laser-assisted transvenous lead extraction in five patients, confirmed by a newly elevated hemidiaphragm after extraction; all the patients who exhibited pnp were referred for lead extraction between january 2009 and september 2012, with actual procedure date unknown, so is populated as 1st of january, 2009. Patient had a right ventricular (rv) lead extracted using a glidelight device. This patient complained of aspecific chest discomfort and a diagnosis of pnp was made 36 hours after lead extraction. The patient's symptoms and pnp resolved spontaneously within 3-6 months.

Manufacturer narrative:
After additional review, the device model number was discovered in the journal article describing this event. Device model, catalog, and di numbers now populated within this follow up MDR.